Manufacturer narrative:
To date, this lead remains actively in service. Until new information becomes available, investigation is considered closed. If new information does become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this rv lead and the associated medical device were both electively removed from service. The reason was that this rv lead had exhibited an increase and variation in shocking impedance as a result of a suspected insulation breach. There was no device to lead connection issue stated or observed at the time of explant.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited a rise in shock lead impedance had increased although was still in normal limits. The associated patient had indicated in a conversation with the boston scientific technical services consultant that the lead was broke and was going to be replaced. The local area sales representative stated that a chest x-ray had not yet been done and that to date, there was no evidence of lead fracture or other product performance anomaly.